Event description:
Patient had heartmate iii ventricular assist device implanted. The patient was discharged to a rehabilitation facility. While at rehab, he reported pain at his driveline site and drainage was noted at the site. The patient had cultures of the drainage which revealed an infection. The patient was later admitted for treatment of the driveline infection. He was seen by infectious disease service and placed on antibiotics for treatment of the infection. He will be followed by cardiac surgery and infectious disease services.

Event description:
Patient had heartmate iii ventricular assist device implanted. The patient was discharged to a rehabilitation facility. While at rehab, he reported pain at his driveline site and drainage was noted at the site. The patient had cultures of the drainage which revealed an infection. The patient was later admitted for treatment of the driveline infection. He was seen by infectious disease service and placed on antibiotics for treatment of the infection. He will be followed by cardiac surgery and infectious disease services.

Event description:
Patient had heartmate iii ventricular assist device implanted. The patient was discharged to a rehabilitation facility. While at rehab, he reported pain at his driveline site and drainage was noted at the site. The patient had cultures of the drainage which revealed an infection. The patient was later admitted for treatment of the driveline infection. He was seen by infectious disease service and placed on antibiotics for treatment of the infection. He will be followed by cardiac surgery and infectious disease services.